Event description:
Related manufacturer reference number:2017865-2022-02551. Related manufacturer reference number:2017865-2022-02552. It was reported that the patient presented with an infection. The entire system was explanted. Further information was requested however, was not provided.